Event description:
It was reported that the patient presented for a device upgrade procedure. During the procedure, inappropriate automatic mode switch caused by right atrial lead noise oversensing was observed. The lead was explanted and replaced during the procedure to resolve the issue. The patient was in stable condition throughout the procedure.